Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during the installation of a new colonovideoscope, black residue was observed inside the instrument channel. An olympus bw-412t cleaning brush was initially used during manual cleaning, and at that time, the brush was perceived to be clean and free of debris. However, following a steris resi-test performed by the customer, black debris was detected on the brush. The brush was then replaced, and a new one was used to clean the scope, but the issue persisted. Another manual cleaning was performed, with the scope being brushed an additional three to four times, which resulted in the residue being successfully removed. This event occurred during device reprocessing; there was no patient involved.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.